Manufacturer narrative:
This is one of two products used during the same procedure on the same patient, which is associated with MFR reports 1058196-2011-00324 and 1058196-2011-00325. The product will not be returned for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a procedure, a 14mm enterprise stent ((B)(4)) appeared to get stuck in the select plus 150/5 cm microcatheter (mc), and the enterprise and mc were removed as unit with the stent still in the mc. A new microcatheter was inserted and another enterprise stent was placed. The patient was in good condition, and the procedure was completed without further incident. The lot number for the microcatheter was unknown, since the box was thrown away earlier in the case. During the case the microcatheter appeared accordioned. A constant and dedicated saline source was utilized at all times, and the distal tip of the microcatheter was not re-shaped. After removal from the patient, other than the reported event and accordioned condition of the microcatheter, no other damages noticed on any of the devices (enterprise delivery system- fracture, separated, kinks, bends, etc, distal tip -unraveled, stretched, kinks, bends, fractures, etc, stent-fracture, separated, uplifted struts, kink, bends, etc.) The vessel was widely patent with no noticeable disease. The aneurysm came off just distal to a turn in the vessel, but it was not anymore tortuous then seen before. No further information was available. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00324 and 1058196-2011-00325. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The complaint received states that the prowler select plus micro catheter was obstructed and accordion in the patient and that the enterprise stent system delivery wire was impeded. The vessel was widely patent with no noticeable disease. The aneurysm came off just distal to a turn in the vessel, but it was not anymore tortuous than seen before. During a procedure, a 14mm enterprise stent ((B)(4)) appeared to get stuck in the select plus 150/5 cm microcatheter (mc), and the enterprise and mc were removed as unit with the stent still in the mc. A new microcatheter was inserted and another enterprise stent was placed. The lot number for the microcatheter was unknown, since the box was thrown away earlier in the case. During the case the microcatheter appeared accordion. A constant and dedicated saline source was utilized at all times, and the distal tip of the microcatheter was not re-shaped. After removal from the patient, other than the reported event and accordion condition of the microcatheter, no other damages noticed on any of the devices (enterprise delivery system- fracture, separated, kinks, bends, etc, distal tip -unraveled, stretched, kinks, bends, fractures, etc, stent-fracture, separated, uplifted struts, kink, bends, etc. The patient was in good condition, and the procedure was completed without further incident. No further information was available. A non-sterile microcatheter select plus ((B)(4)) and enterprise vrd and delivery were received coiled inside a plastic bag. The enterprise was received stuck on the microcatheter. The microcatheter presented a wavy condition at the proximal end, and compress/flat was found on the distal end. The hub presented blood dry residuals. No other anomalies were observed on the received unit. After the enterprise vrd was removed from the microcatheter, the delivery wire and enterprise stent were observed under a microscope and presented blood dry residuals on it without damage. To perform the functional analysis it had to cut the microcatheter at 6 cm from the distal section, after that the enterprise vrd was removed from the microcatheter with a lot of blood dry residuals, the functional analysis was performed successfully using the involved microcatheter (only using the proximal cut section of the microcatheter), the enterprise (without stent) was able to go through the microcatheter and no resistance or friction was felt. The enterprise stent was found on the distal section of the microcatheter cut. Lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 01428888. The device history record review also included a review of the certificate of conformance received from (B)(4), along with lake region medical's internal receiving inspection records for the stents issued to the complaint lot. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The failure reporter by the costumer as "delivery wire/impeded-in microcatheter" was confirmed due to the enterprise was received stuck on the microcatheter; the cause of failure may be related for the compress/flat section on microcatheter and the blood dry residuals on it. Procedural/handling factors appear to have impacted on the failure experienced by the customer. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported. Neither the product analysis nor the DHR review suggests that the failure could be related to the enterprise manufacturing process; therefore, no corrective action will be taken at this time. The failure reporter by the costumer as "delivery wire/impeded-in microcatheter" was confirmed due to the enterprise was received stuck on the microcatheter; the cause of failure may be related for the compress/flat section on microcatheter and the blood dry residuals on it. The failure as "catheter body shaft - accordion" was confirmed during the analysis. The reported failure as "catheter- obstructed" was confirmed during the analysis. The root cause of the compressed/flat damages found on the device could not be conclusively determined; however these defects could not be related to the manufacturing process and procedural factors appear to have contributed to have these damages. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Review of the information suggests that procedural and handling factors may have contributed to the confirmed events. This is one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2011-00324 and 1058196-2011-00325.

Event description:
During a procedure, a 14mm enterprise stent (enf451412) appeared to get stuck in the select plus 150/5 cm microcatheter (mc), and the enterprise and mc were removed as unit with the stent still in the mc. A new microcatheter was inserted and another enterprise stent was placed. The patient was in good condition, and the procedure was completed without further incident.